Event description:
A technician reported a myopic surprise following intraocular lens (iol) implant surgery. In a follow up, it was reported that the event continues and that it appears, the problem is due to a thickened cornea. Posterior capsular opacification was not noted eight days following the implant procedure.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/16/2010 and 11/18/2010 by phone, fax and mail. Additional info was received on (B)(4) 2010 by phone. A completed questionnaire was received on (B)(4) 2010. (B)(4).